Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a visual inspection of the pump showed stripped threads on the battery compartment. The battery cap was able to be fully tightened on to the pump. No evidence of moisture was found in the battery compartment. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery cap would not come off of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.